Manufacturer narrative:
Device was returned for investigation: visual inspection was conducted and the cervical seal is missing from the device. Functional testing was not conducted, the issue was confirmed in the visual inspection and due to the damaged the device cannot be tested. Hence, the complaint can be confirmed. This observation will be monitored and trended.

Event description:
It was reported that during a novasure procedure on (B)(6) 2024, the physician reported that the ablation was completed successful but after the device was removed from the patient the cervical seal came off inside the patient. The doctor removed it successfully with clamps and no injury was reported. No medical intervention required.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.